Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient called regarding fluid leaking in the cycler while in drain 4 of 4 prior to calling technical support. Patient states she got off of the cycler and did manuals after she noticed the fluid leaking. Patient reported a heater bag not detected during fill 1 of 4. Follow up with the patient indicated that there was no complications and no medical intervention as a result of the alleged event. The patient resumed treatment on the replacement liberty cycler.

Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The reported complaint symptom (fluid leaking) was not confirmed. The reported complaint symptom (heater bag not detected) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. There were no fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. Mushroom head check passed. Tested positive for glucose. A visual inspection of the returned cycler interior showed dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.